Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had a blood glucose level and treated with manual insulin injections. Advised to change entire set, reservoir and insulin. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.